Event description:
A report was received from a us physician regarding a (B)(6) year old female patient with net tumor who had treatment with deb-tace (lc bead m1 (70-150 um) + doxorubicin), 45 mg on (B)(6) 2012 and experienced liver abscess. Lc bead with doxorubicin is considered off-label use. The equivalent product lc bead is available in the USA, however, it is not indicated for use with drugs. The patient had previously undergone hepatic resection and whipple procedure and was treated for net tumor. The tumor size was reported to be 4 cm. The liver area where the abscess developed was fed by the same vessel that fed the tumor; the interventional radiologist noted this following review of the abscess and treatment imaging. On (B)(6) 2012, six days after the tace procedure, the patient had symptoms consistent with infection, the patient presented to (B)(6) with worsening fever, rigors, nausea, vomiting and upper abdominal pain. The blood culture was positive for enterococcus faecium and gram negative rods (serratia marcescens) and the patient was placed on augmentin. CT showed 5 cm / 3 cm area of infarction next to the tumor. The abscess, was approximately 3 times the size of the tumor. The tumor burden on the liver was assessed as approximately 20%. The patient was treated successfully with a variety of antibiotics including vancomycin, zosyn at the time of patient's admission to the hospital and was switched later on to ampicillin for sensitivity to enterococcus and discharged with 2 week course of augmentin. The patient continued to have spike fevers at home, to 101 everyday, and on (B)(6) 2012 fever spiked to 106.5. The patient presented as out-patient where he was hypotensive, systolic blood pressure in the 80's and he was fluid resuscitated with 5 liters of saline and stated on vancomycin and zosyn. Blood cultures grew gram negative rods, later speciated as serratia marcescens. The patient remained afebrile, and his hypotension resolved. On 19may2012 the patient was transferred to (B)(6). The patient had a second CT on (B)(6) 2012 and this showed enlarged fluid collection concerning for infected infarction compared to the first CT on (B)(6) 2012. A 10 fr brain was placed in the fluid collection and 100c of purulent material was aspirated grew 3+ non lactose fermenting (gram negative rods) and 3+ (enterococcus species). The patient's alkaline phosphatase and bilirubin were reported to be within the normal range. The patient initially recovered but a final outcome of the events was not provided. This complaint was initially reported to btg/biocompatabilities on (B)(4) 2012 as customer feedback but was assessed as non-reportable. Following an internal review of the 2012 customer feedback files on (B)(6) 2013 as customer feedback but was assessed as non-reportable. Following an internal review of the 2012 customer feedback files on (B)(6) 2013, the complaint was deemed reportable.

Manufacturer narrative:
The device has not been send tot he MFR for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. The investigation (risk review) concluded that the incidence of liver abscess is expected and documented within the product risk analysis and IFU's (under infection). The complaint was classified as procedural complication for non-target embolisation. The biocompatibles medical assessment concluded that liver abscess was treated by drainage and antibiotics. This event was assessed as reportable. From the exercise a definitive root cause cannot be identified and no areas were highlighted as areas for improvements as a result of insufficient information. No corrective and preventative actions were identified. A review of all complaints of this type relating to dc/lc bead between 2004 and 2013 was carried out; a total of (B)(4) previous complaints have been reported to biocompatibles/btg. No device failure, trend in a type of incident or unexpected risk to patient or users health was identified, so no field safety corrective action or product recall is required. No additional risk to patients or users outside those expected for the device has been identified related to the complaint. This is the final report for this complaint. Following a follow up discussion with the interventional radiologist, the imaging was reviewed and the vessel feeding the abscess area was within the treated field, resulting in non-target embolization. The radiologist also stated that hepatic resection and whipple surgery increased the risk for the net patient to experience an abscess.